Event description:
An electronic report from a hemodialysis user facility was received that reported that a piece of tubing near the venous connector fell apart after the hemodialysis treatment was initiated. The facility was contacted for additional info. It was learned that the staff found some blood on the floor and then noted a piece of the tubing near the connector separated on the venous line. As a result of this event, it was reported a total ebl of > 100 ml to this pt. This occurred at onset of the dialysis treatment. A new venous line was set up and the dialysis therapy was continued and completed as ordered. Also, the rn reported there was no ill effect to the pt. A sample was saved. The pt did complete dialysis with no further ill effect resulting from this event. The pt was discharged to home when the treatment was completed.